Event description:
A 5.0mm diameter x 17mm length bridge x3 stent of an unknown size was inserted into a patient for treatment of a proximal right renal artery stenosis in 2001. The percent of stenosis and amount of calcification are unknown. It is reported that the artery had moderate vessel tortuosity. The renal artery stenosis was not predilated prior to stent insertion. It was reported that the physician used a guide wire and guide catheter to seed into the ostium of the renal artery. The physician questioned the ability to make the turn into the renal artery. The stent could not make the turn; therefore, the physician pulled the guide catheter back and went to remove the stent and delivery system when it was found dislodged off the balloon of the stent delivery system. The physician exchanged the guide catheter out for a brite-tip catheter and used a 25mm snare to remove the stent. The stent was successfully removed and the patient was schedule the next day for the procedure. No additional clinical sequelae were reported.